Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis, entrapment, foreign body, and medical intervention. It was reported that this is a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted bilateral restricted leaflets. The first clip (01027u432) was successfully deployed. The mean pressure gradient increased to 4-5mmhg. Then the second clip delivery system (cds 00730u187) was advanced to the mitral valve; however, when the physician made slight adjustments in the left ventricle during clip positioning, the clip became stuck in the chordae. Troubleshooting was performed and failed. The mean pressure gradient had increased to 12mmhg. The clip was deployed in chordae. After clip deployment, the mean pressure gradient decreased to 10mmhg. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no lot-specific product issue. Based on available information, the reported clip caught on chordae appears to be due to procedural circumstances/user technique. The reported foreign body in the patient was a result of the reported entrapment of device. A cause for the reported mitral stenosis appears could not be determined. The reported patient effects of foreign body in patient and mitral stenosis are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.